Event description:
It was reported that during unpacking for a treatment procedure to place a greenfield vena cava filter, premature deployment occurred. The device trigger and safety lock were in place and untouched however, during unpacking the filter deployed "on its own" outside the patient's body. The procedure was completed with another of the same device and no patient complications were reported with patient status unknown.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during unpacking for a treatment procedure to place a greenfield vena cava filter, premature deployment occurred. The device trigger and safety lock were in place and untouched however, during unpacking the filter deployed "on its own" outside the patient's body. The procedure was completed with another of the same device and no patient complications were reported with patient status unknown.

Manufacturer narrative:
(B)(4): the introducer catheter was returned for analysis, as was the unused guide wire, which was contained within the coiled packaging hoop. However, the filter was not returned for analysis. Visual analysis or the returned device revealed the paper safety sleeve was in place around the handle of the introducer catheter, and the trigger was still at the 'locked' position showing that no attempt to deliberately 'fire' the filter had occurred. The capsule of the returned introducer catheter was found to be bent, and out of line with the remainder of the outer sheath. With the exception of the visible bend to the flex attach capsule, all returned components found to be within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)